Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally cracked the ilet pump, resulting in a nonresponsive touchscreen, consistent with a physical damage event affecting the display component and user interface. Symptoms included no adverse health effects and no impact to blood glucose. Outcomes included shipment of a replacement pump, instructions to shut down the damaged device to prevent alerts, confirmation that data would not transfer to the replacement, and guidance to continue cgm use with dexcom g7. Investigation included collection of device details and logistical verification, with no alarms reported. Investigation of this case revealed damage due to external impact to the pump screen, with functional loss of the display and touch input. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.